Event description:
It was reported that during the implant procedure, the physician noticed that there was no anchoring barrel on the lead body. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. There was a piece part missing from the lead. The analyst noted no anchor sleeve returned (coded lecpleoc), no packaging returned, cannot at this time know if sleeve was included in original package. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.